Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a closed spine surgery, the team had to go through three different drains for one patient because the drains were not functioning properly. Each wound drain kept closing or collapsing. When a drain was not working as intended, blood and fluid can build up instead of been removed. That can lead to a hematoma, which increases the risk of infection, especially in a surgical setting. Per additional information received an email on 27jan2026 stated that phone call from the neuro/spine coordinator at adventhealth tampa, who shared further details about the issue and explained that the problem they experienced with item #0043610 ¿ evac 400cc-3 spring 1/8 was that the three-spring evacuator was not functioning properly. The evacuator would not stay compressed, which prevented the drain from working as intended. It would not maintain a proper seal and that's why they tried using 3 different drains. And also mentioned that they were able to locate the drains in the bin afterward; however, because the original wrapper was not saved, they cannot confirm with certainty which unit was used or the associated lot number.